Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an alif l5-s1 using rhbmp-2/acs without an interbody cage. On (B)(6) 2006, the patient underwent interbody fusion l5-s1 with peek cage,pedicle screw supplementation bilateral l5 and s1. On (B)(6) 2007 the patient underwent partial vertebrectomy l5, fusion l5-s1, removal of previous anterior instrumentation, and new interbody spacer applied using autograft, bone morphogenic protein, and allograft. Bone morphogenic protein impregnated collagen sponges in addition to bone from the partial vertebrectomy of l5 was packed around the central post of the ionic spacer to enhance arthrodesis. Bone morphogenic protein impregnated collagen sponges were also applied in addition to allograft. On (B)(6) 2007 the patient underwent total laminectomy of l5, fusion l5-s1, removal of previous segmental instrumentation, and application of new instrumentation ls-s1. Post-op, the patient developed nerve damage in limbs.

Event description:
A review of the patient's medical records found that: (B)(6) 2006: patient presented with lumbar disc degeneration, back pain at times radiating to the lower extremities; tlif, l5, s1. Mr scan did show degenerative disc disease at l4-5 and l5-s1, but the discogram was positive for concordant pain only at l5-s1.pre-operative procedure: chronic low back pain secondary to degenerative disc disease l5-s1. Operations performed: interbody fusion l5-s1 with peek cage, pedicle screw supplementation bilateral l5 and s1. Procedure was carried out under fluoroscopic guidance. No complications reported. (B)(6) 2007: patient presented for back and leg pain. Diagnosis: lumbar pseudarthrosis and failure of instrumentation l5-s1 post-op anemia. Patient underwent x-ray of l-spine due to back pain to assess the hardware. Marked posterior and left lateral displacement of intervertebral disc spacer at the l5-s1 level. The paired transpediculate screws appear intact. Also patient underwent CT of l-s pine w/o contrast. Impression: status post l5-s1 discectomy with posterior fusion and intact paired pediculate screws. There is marked dorsal displacement of a left-sided intervertebral disc spacer into the epidural space of the spinal canal with impingement on the traversing left-sided nerve roots and the thecal sac. Contribution of residual disc material or annular remnant cannot be excluded. Patient underwent x-ray of the chest due to chest pain. Impressions: there is slight elevation and lobulation of the right hemidiaphragm, but the lungs are clear. The mediastinal silhouette and pulmonary vessels are within normal limits. There is no pleural effusion. The regional skeleton is grossly unremarkable. (B)(6) 2007: status post patient slipped in bathroom and complained of light headed. (B)(6) 2007: patient presented with lower back pain and radicular pain, unsteady gait and anxious. Patient presented with pre-operative diagnosis as pseudarthrosis and displaced interbody graft and degenerative disc disease l5-s1. Procedure performed: partial vert ebrectomy l5; fusion l5-s1; removal of previous anterior instrumentation; new interbody spacer applied; autograft/ bone morphogenic protein/ and allograft. Per the op notes bone morphogenic protein impregnated collagen sponges in addition to bone from the partial vertebrectomy of l5 was packed around the central post of the ionic spacer to enhance arthrodesis. Bone morphogenic protein impregnated collagen sponges were also applied in addition to allograft. Intra-operative x-rays showed accurate location of the implant. Patient underwent x-ray of lumbar spine. Impressions: the first radiograph appears to demonstrate a probe at the l5-s1 level with pedicle screws intact at l5-s1. The second radiograph demonstrates placement of an interbody fusion device. The fourth radiograph demonstrates a frontal view of the same. (B)(6) 2007: patient presented for psychiatry consultation. Impression: unclear pph now 1 day post-op from spinal surgery, with continued behavioral dysregulation causing concern. It appears that patient has deficits in orientation, memory, and attention, as well as possible visual hallucinations/paranoia that are most likely consistent with acute delirium. Delirium likely multifactorial. Less likely possibility is that the patient's presentation is consistent with anger/personality disorder. (B)(6) 2007: patient complained of low back pain and sciatica. Patient presented with pre-op diagnosis pseudarthrosis and l5 stenosis. Procedure performed: total laminectomy of l5; fusion l5-s1; removal of previous segmental instrumentation; application of new instrumentation l5-s1; autograft.; epidural catheter placement. Per op notes, bone graft harvested from the laminectomies was morselized, mixed with allograft and then placed in the posterolateral gutters after decorticating the sacral ala and l5 transverse process bilaterally. Patient underwent x-ray of lumbar spine to check the status of the implants. Impressions: limited evaluation demonstrates pedicle screws with posterior fixator on the right at l5-s1 as well as an interbody fusion device at l5-s1. (B)(6) 2007: patient admitted for revision. (B)(6) 2007: patient complained of weakness and light head. Haldol 2.5 mg was given. (B)(6) 2007: patient complained that she is feeling anxious and edgy. (B)(6) 2007: patient was discharged in good condition with final diagnosis of lumbar pseudarthrosis and failure of instrumentation l5-s1, post-op anemia. (B)(6) 2007: patient presented with back pain and urinary retention (with bladder incontinence and left leg weakness). An x-ray l-spine was taken. Impression: post-surgical changes in the lumbar spine no evidence of hardware-related complication or acute alignment abnormality. Diagnosis: lumbar spondylosis, failed lumbar fusion, back pain, sciatica. (B)(6) 2007: patient was status post fall on ice and complained of pain and incontinence. Also complained of pain in back and abdominal. (B)(6) 2007: patient underwent x-ray of lumbar spine for status post lumbar fusion, l5-s1, assess for healing. Impression: no significant change status post l5-s1 fusion. (B)(6) 2013: patient presented with evidence of post traumatic injury to the cervical spine and the lumbar spine. Review of diagnostic study revealed edema in the cervical vertebral body with evidence of compression fracture. The patient presented with pre-operative diagnosis of cervical disc disease status post trauma, c4-c5. Patient underwent following procedures: anterior cervical microscopic discectomy, c4-c5; anterior cervical microscopic partial vertebrectomy, c4-c5. Anterior cervical microscopic interbody device, c4-c-5 using peek cage, 9 mm; anterior cervical microscopic interbody arthrodesis, c4-c5; anterior cervical microscopic plate fixation, c4-c5; harvesting of autogenous bone, morselized, via the same incision; allograft bone supplementation; spinal monitoring; fluroscopy; reduction of deformity. Per op notes, the central aspect of the cage was filled with morselized autogenous cancellous bone harvested from the partial vertebrectomy site as well as morselized allograft cancellous bone and synthetic bone morphogenic protein. This was then affixed and driven into c4-c5 interspace. No complications reported.